Event description:
It was reported that the customer attempted to use the device on a pt; however, the device failed to charge and deliver therapy. There was a second device available, which was used on the pt. There was no adverse affects to the pt as of result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the foam spacer on the bottom part of the device's display was misaligned approximately 1/4 inch above the window, impeding the view of the display; therefore, any message displayed on the bottom of the screen would not have been visible to the customer. Upon downloading the code-stat file it was noticed that the device was powered up and used on battery power only. One hour and seven minutes into the file an "out of memory" message appeared, and then at 1 hour 10 minutes the first "low battery" message appeared. These warning messages would not have been visible on the display due to the misaligned foam spacer. Physio-control repaired the device by correcting the location of the foam spacer. After completing the repair, physio-control recommended the customer to replace the battery in the device, as it was approximately 2.5 years old. It was also recommended the use of ac power as the primary power source when monitoring a pt whenever possible, and only use the battery power as a back-up. The device was then returned to the customer for use.